Event description:
It was reported that there was a detached needle. In one case a nurse noticed that the needle detached before administration. The nurse had no contact with the solution; the patient received the full dose. In a second case a nurse experienced the needle detaching with approximately 0.5 ml remaining in the syringe, as a result the nurse got in direct contact with the solution; the patient received a partial dose. The needle was removed. There was no reported patient harm or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.